Event description:
It was reported that the customer passed away at home. The cause of death is still unknown; it's pending. The caller stated that the customer was at work, was not feeling well, contacted his mother and told her that he was going home due to him vomiting. The customer told his mother that he was going home and was going to go to bed. He never woke up. The caller stated that the customer had gotten sick the night prior to passing, on (B)(6) 2015. The customer's blood glucose, at the time of death, was unknown. The caller was unsure whether the customer was wearing the insulin pump at the time of death, or not. The customer was not using sensors. The caller stated that she does not have the insulin pump. The caller declined providing the insulin pump and the consumable information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.